Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen via an implanted pump. The patient¿s medical history was spasticity. The indication for pump use was intractable spasticity. It was reported that the patient was treated successfully for an infection in (B)(6) 2019 and then in (B)(6) 2020 he fell and struck the area where the pump was located, and the pump site wound was partially opened up partially exposing the pump so they explanted the pump and partially explanted the catheter per the patient¿s request because the patient didn¿t think it was helping anyway. The spinal segment of the catheter was left implanted. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient fell on or struck the pump site. On (B)(6) 2021, the remaining catheter segment was explanted, and the patient was re-implanted with a complete/new system. The issue was noted to be resolved.